Manufacturer narrative:
Evaluation summary: the zimmer sterilization vendor processes all implants to meet FDA regulations and (B)(4) standards at a sterility assurance level (sal) of (B)(4). Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt had infection in her right posterior side. A debridement was performed and antibiotics were administered.